Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The items become scratched and plastic bits fall off, which in turn leads to that the customer can't sterilize the items in a satisfying way. Unknown when the event occurred.

Manufacturer narrative:
Conclusion and justification status: the investigation could not confirm that the instrument had fractured however a corrective action was identified. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on 02-january-2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. It should be noted that the product concerned in this complaint is from a batch following the design change however no trend is identified at this current time. No further actions are identified. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.